Event description:
The customer did not report a malfunction. During onsite inspection of the electrosurgical generator, error 433 was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the display of error code e433 was due to failure of the generator board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.